Event description:
It was re ported that the patient underwent an inflatable penile prosthesis (ipp) surgery to replace and reposition the pump. No patient complications were reported in relation to this event.